Event description:
During review of the in-house programming/diagnostic history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2010. Upon initial interrogation on the next visit in the history on (B)(6) 2011, the settings were at unintended parameters. The device was not interrogated prior to the patient leaving the office on (B)(6) 2010 as recommended by device manufacturer to ensure the device is at the correct settings. The settings were reprogrammed on (B)(6) 2011. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported this data incorrectly.